Manufacturer narrative:
The investigation for the hemolysis and the access site bleed has been completed. Data logs were reviewed finding suction occurred. No motor current spike was observed outside of the p-level changes. No positioning issue was observed. The impella was not returned for evaluation. No additional clinical details were provided. The root cause of the hemolysis issue could not be determined since the complaint device not returned for analysis and insufficient clinical data provided. The root cause of access site bleeding - major issue most likely was patient condition related due to hemophilia a. D.3 revised us city and us zip code as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25044. D.6b revised explant date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25044. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-25044 was submitted in accordance with updated procedures. H.6 code 4641 was reported incorrectly on initial manufacturer device report number 1220648-2024-25044 and a new code was added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-25044 in accordance with updated procedures.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that roughly five days into impella cp support, the patient experienced a drop in hemoglobin levels combined with some light bleeding from their impella access site. The dressing was changed, but the bleed persisted. Due to the persistent bleed and suspicions of hemolysis, the decision was made to explant the device. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm wheth ER a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions including catheter position, pre-existing medical conditions, and small left ventricular volumes may also play a role in patient susceptibility to hemolysis.¿